Event description:
Customer states the tubes that came out of the pt's mouth are marked incorrectly, the blue should say "bronchial" and it doesn't it says "tracheal" and the clear tube says "bronchial" which should say "tracheal". The caller reported this was discovered when the tube was being removed from the pt so no pt harm reported.

Manufacturer narrative:
Part number 125-41 is not distributed in the u.s.; however is a device of essentially identical design distributed in the u.s. Applicable 510k# for us distributed part is k771219. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.